Event description:
A (B)(6) male pt contacted zoll customer support to report a defective battery pack. When the pt placed the battery in the monitor, the monitor indicated it was defective. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery is defective) was confirmed. Upon evaluation, there was corrosion on the pca board inside the battery pack. The cause of the defective battery is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted form the defective battery pack. The pt received a replacement battery pack.